Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose level. Customer's blood glucose value was 22 mmol/l at the time of the incident. Another blood glucose level was 10.1 mmol/l. The customer was assisted with troubleshooting for high blood glucose. The customer was treated with manual injection. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer did allege insulin pump was under delivering as they had high blood glucose when on pump. No further complications were reported. The customer will continue to use the product.